Event description:
The lens did not exit the delivery device correctly during the insertion into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2008-00371 for the intraocular lens used with this delivery device.